Event description:
Ous MDR - it was reported that, after an implantation time of about 6 months, the ICD could no longer be interrogated following a manual shock delivery and was therefore explanted. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the ICD first underwent a visual exam where a sparkover trace was detected on the ICD housing. The dot-shaped spot of locally melted titanium indicates a sparkover during shock delivery, between the housing and the hv-1 conductor of the lead. The ICD underwent an electrical incoming goods inspection, during which it was confirmed that the ICD could no longer be interrogated. The device was then opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage is consistent with the sparkover trace on the ICD housing and indicates a shock delivery into an external lo-ohmic shock path. The analysis did not find any indications for a material defect or mfg error. In summary, a sparkover between the hv-1 conductor of the lead and the ICD housing occurred during a shock delivery. This indicates a defect lead insulation. This conclusion is proven by the sparkover trace on the ICD housing. A sparkover during the shock delivery is equivalent to a shock delivery into a low-ohmic shock path. This "short-circuit" destroyed the final shock stage. This does not constitute a shortcoming of the device. There was no material defect or mfg error.